Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented in the operating room for device change-out due to normal eri. Externalized conductors were noted via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
A partial lead was returned for analysis. Externalized conductors due to internal insulation abrasion were found at 7.5-11.2cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. The etfe coating was intact at the same location.